Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was not charging. Multiple power sources were used. Customer's blood glucose was 200-300 mg/dl. Customer reverted to using manual injections for insulin therapy.